Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00609: case 2, 3025141-2019-00610: case 3.

Event description:
Article: increased wound complication with intramedullary screw fixation of clavicle fractures: is it thermal necrosis?: domos, peter; tytherleigh-strong, graham; and van rensburg, lee; journal of orthopedic surgery, 2017; 25(3) 1-6. Case 1: patient was implanted with an acumed clavicle plate; the patient experienced chronic/recurrent infection. The patient was treated with antibiotics but the plate removed at 28 months.